Manufacturer narrative:
Evaluation results: one hl-90, which was manufactured in 2004, was received in poor condition. As part of the functional testing, the device was filled with water and set up with a temperature check apparatus. The device was operational but exhibited leaking from the water reservoir cover. This observation confirmed the customer's complaint. The leak was attributed to a cracked cover which resulted from an over tightening of the corner screw.

Event description:
Information was received that a smiths medical fluid warmer is leaking.